Manufacturer narrative:
Batch review performed on 28-may-2020: lot 02969s: (B)(4) items manufactured and released on 17-apr-2020. No anomalies found related to the problem. Myspine planning review performed by pmt department. Our analysis of the myspine process shows that no deviations from the standard procedures were found; each step was performed correctly.

Event description:
During the primary spine surgery, while the surgeon was implanting the left screw at l5, a lateral breach of the left l5 vertebrae occurred. There was a 15-minute delay and the surgeon free-handed the screw. The surgery was completed successfully. The surgeon followed the procedure and did not experience any issues with any of the other screws in this case or his previous case. There was no breach until the surgeon fully implanted the screw. No fitting issue has been reported between bone model/patient's bone and guides.